Event description:
Additional information received from a consumer reported the patient&#38112;deep brain stimulation (dbs) device was not working properly. The cause of the event was not determined. The patient's device "would not read or record the amperage." The patient changed the batteries to resolve the issue. The old and new devices were taken to the clinic and the patient's health care provider (hcp) was able to get the old device working properly.

Manufacturer narrative:
Product ID 3387s-40, lot# va0kckw, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0kckw, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
The patient reported via the manufacturer representative that they had some problems with her but did not go into details as to what the problem was. There were no patient symptoms reported and no troubleshooting or any actions taken to resolve the issue was reported. The event occurred during normal use and the indication for use was not reported. Further follow- up is being conducted to obtain more information. If additional information is received, a follow- up report will be sent.